Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient experienced a 'controller fault' alarm and "both power and flow read zero". The controller was exchanged and returned to the manufacturer for analysis. There was no reported patient injury as a result of this event. The controller ((B)(4)) passed visual examination and functional testing; the device performed per specification under testing conditions; the reported event could not be duplicated at bench level. Further analysis of the controller log files identified behavior indicative of induced electrostatic discharge which likely contributed to the reported "controller fault" event. The most probable root cause of the reported 'controller failed alarm' event is due to electrostatic discharge (esd) which caused data corruption in the pump motor controller and consequently resulted in the pump stop. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient experienced a 'controller fault' alarm and "both power and flow read zero". The controller was exchanged. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.